Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the postpartum patient experienced abdominal wall infection. Additional information was requested.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 464500 MFR. Date: 09/01/2013, exp. Date: 08/31/2018; batch 475910 MFR. Date: 11/30/2013, exp. Date: 10/30/2018; batch 477923 MFR. Date: 11/30/2013, exp. Date: 11/30/2018; batch 478535 MFR. Date: 11/30/2013, exp. Date: 11/30/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.